Manufacturer narrative:
The instrument has been investigated. The field service engineer (fse) evaluated the instrument and found collet sleeve and tip clamp stuck due to deep dive in the reported problem area of the pipette assembly. One each, tip clamp sleeve, plunger clamp, tip clamp, and lld contact spring were replaced. The instrument was inspected, tested without further problem, and returned to service.